Event description:
It was reported to boston scientific corporation that a rapid exchange bilary stent system was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, while the physician was prepping for the procedure, he opened the package and noted that the stent was "flattened". The procedure was completed with another rapid exchange bilary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4): device disposed.